Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. As received, the charger was resetting. Upon investigation, the q1 current controlling transistor on the bedside board was shorted. The cause of the charger resets is the shorted q1 transistor. The root cause of the shorted q1 was unable to be positively identified. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a charger/modem was resetting.